Event description:
The disposable loading unit was used with disposable stapler during a laparoscopically assisted vaginal hysterectomy procedure. The jaws would not open after the device was reloaded. The surgeon used another device to complete the procedure. The hosp has stated no pt injury occurred.